Manufacturer narrative:
Patient age not available. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that pre-operatively, while setting up for the second clinical case of the day, the system became unresponsive while loading patient exams. The site performed a hard reboot of the system, but it took several hard reboots before the system would power back on. At that point, it was just a black screen with "no sync". At this point, the site had the patient on the table. A manufacturer representative called the site to try and help troubleshoot but by then the site had managed to get the system up and running. It was unknown what the site did to get the system to power on. The procedure was completed with a ten minute surgical delay. There was no reported impact to patient outcome. This issue had occurred previously under three other cases. A manufacturer representative had been unable to replicate the issue for any of those occurrences, even leaving the system on and unattended for a while to try and replicate the delay before the system would become unresponsive. Previous site visits had determined that the system had plenty of free s pace and the software had been uninstalled and reinstalled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that this behavior occurred again. See 1723170-2019-01529.